Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding uncontrollably') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion life threatening), pelvic pain ("pain") and poor quality sleep ("lil sleep"). The patient was treated with surgery (emergency surgery in 2012). At the time of the report, the genital haemorrhage and poor quality sleep outcome was unknown and the pelvic pain had not resolved. The reporter considered genital haemorrhage, pelvic pain and poor quality sleep to be related to essure. The reporter commented: bleeding uncontrollably till emergency surgery in 2012 that nearly died in. Concerning the injuries reported in this case, the following ones were described via social media: pelvic pain, poor quality sleep. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from plaintiff fact sheet received. Case became incident. Event genital bleeding was added. Reporter added. Essure insertion date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding uncontrollably') and pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria life threatening and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and poor quality sleep ("lil sleep"). The patient was treated with surgery (emergency surgery in 2012 and scheduled for essure removal). At the time of the report, the genital haemorrhage and poor quality sleep outcome was unknown and the pelvic pain had not resolved. The reporter considered genital haemorrhage, pelvic pain and poor quality sleep to be related to essure. The reporter commented: bleeding uncontrollably till emergency surgery in 2012 that nearly died in. Concerning the injuries reported in this case, the following ones were described via social media: pelvic pain, poor quality sleep. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media: reporter added. Event pelvic pain marked as serious and intervention required as reported as post essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.